Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(4)) found that the device was scrapped due to the recharge antenna failure of an intermittent no device found message and due to failing at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reports having difficulty with recharging since last saturday. Pt said they got no device found, but was eventually able to recharge, but since yesterday they had been getting no device found. Rep has been doing passive recharge with pt for the last 45 minutes. Rep said they swapped the rtm, controller and lithium battery to use various combinations for the external equipment, yet they still got the passive recharge screen. Ts had rep disable and re-enable implant and the patient got the recharge screen with battery at 100%. Ts was to look at recharge data to see if pt was able to recharge last saturday, but rep didn't have the tablet and communicator to allow connection. Ts told rep that ts doubt it's equipment issue given that rep swapped out various combinations for external device and they still got the passive recharge screen until the device was disabled and re-enabled. Rep to monitor. Issue resolved for now. Additional information was received. It was reported the patient had difficulty recharging, received a no device found screen, and saw the passive recharge screen. It was unclear whether it was the patient controller or recharging paddle but swapping them out helped. The patient now received mostly normal recharging times now with the occasional hiccup from the controller. Additional information was received. It was reported that the patient has had trouble connecting to their implant. The patient states that the recharger will say checking quality and cannot find device. The patient states the cord is also getting warm. Pt states they had someone call in about this issue before however it was working after that and now the issues are starting again.